Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The concomitant products: carto 3 ((B)(4)), stockert (s/n:(B)(4)), cool flow pump (s/n: (B)(4)), smarttouch catheter (cat:d132705, lot:17165583m), and a bard dynamic deca cs catheter (unknown cat, unknown lot), rv catheter (unknown cat, unknown lot). (B)(4).

Event description:
It was reported that during a ventricular tachycardia procedure, a cardiac tamponade was noticed in right ventricular outflow tract - (rvot) as patient¿s blood pressure dropped. The perforation was confirmed by echo and patient required a pericardiocentesis. The patient was reported to be in stable condition and transferred to ER. Multiple attempts were done to request for further details of the event. However no additional information has been provided. No product malfunctions have been confirmed related to this patient injury.